Event description:
The customer stated around 9:30am to 9:40am the patient in icu5 had a leads off cyan alarm and the monitor tech in the monitor room claims the waves showed a brady wave and the mx800 did not alarm brady. The customer originally stated that the patient was not harmed and the patient was moved to room icu6 around 12:39pm. On (B)(6) 2015 the customer informed philips region service mgr (rsm) that two days after the patient was moved to a new bed, he/she expired. The rsm contacted quality and regulatory to inform of this change in status on (B)(6) 2015.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.